Event description:
It was reported with the use of the bd emerald¿ syringe with luer slip centric tip there was an issue with the thumb press of the syringe is missing.

Manufacturer narrative:
Investigation summary: DHR: 1810237 bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2013 (october 26th ¿ 29th, 2018). Syringes were assembled in machine, nº4219, nº4218, and nº4207, in lot #8282825 (october 16th ¿ 22nd, 2018), in lot #8295737 (october 22nd ¿ 29th, 2018) and in lot #8302668 (october 29th ¿ november 5th, 2018). Research has found no problems, defects or qn related to the reported issue. Bd has also reviewed the barrel lots #8296608, #8282795, #8303773, #8271565, and no problems, defects or qn related to the reported issue were found. Bd has also reviewed the plunger lots #8296611, #8282798, #8271568, #8303779, and #8268821 and no problems, defects or qn related to the reported issue were found. Bd has been provided with a picture of the affected sample. Visual inspection of the picture presented the thumb press of the plunger broken. That confirmed the reported issue. Conclusion(s): the material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, rejecting automatically the syringes with broken parts like the plunger. Based on this fact, the reported nonconformance was produced due to some blockage in the primary packaging machine feeder. Since the magnitude of the damage in the syringe is significant enough to stop the machine, rejecting automatically the ones with major damages, bd believes the root cause of the problem is related to human error.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd emerald syringe with luer slip centric tip there was an issue with the thumb press of the syringe is missing.